Event description:
During the transapical tavr procedure, a 23mm sapien valve was positioned in a 60:40 ventricular position; however, during deployment the valve shifted and was deployed in an 70:30 ventricular position, which resulted in severe central aortic insufficiency (ai). Per report, the post deployment echocardiogram showed that one of the leaflets appeared to be pinned open. A decision was made to deploy a second valve. The second valve was positioned 2mm above the first valve in a 60:40 ventricular position. After deployment the central ai was reduced to trace-mild and the patient's pressures were noted to have bounced back to the pre deployment 133 range. The patient was extubated, however, it was reported that the patient had suffered an embolic stroke. Note: this complaint description pertains to the first deployed valve. Per report, the patient's aortic valve was moderately calcified, the aortic root was mildly calcified, the ejection fraction was 60%, the sinotubular junction (stj) measured 22.2mm, the sinus of valsalva (sov) measured 26mm, the patient had mild mitral annular calcification (mac) and no ventricular septal hypertrophy. Additionally, the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
According to the hospital discharge summary, the patient¿s post op course was complicated by cva with left hemiparesis, ventilator dependent respiratory failure, pneumomediastinum requiring chest tube placement, sirs/septic shock requiring IV vasopressors, acute kidney injury, ileus and c. Difficile colitis. The patient improved with resolution of hemodynamic instability and respiratory failure. The patient was felt to be a candidate for subacute rehabilitation. Cine and echo images were submitted to edwards for review. The following observations/impressions were made: the patient had moderate aortic valve calcification, mild aortic root calcification, minimum calcium in the stj, minimum calcium in the anterior mitral leaflet, and no porcelain aorta. There was poor coaxial alignment of the valve and delivery system. The image intensifier angle (iia) was poor. There were no images of the deployment. Post deployment the valve was in the lvot. On short axis view, the rcc and ncc were functional and the leaflet in the lcc was moving, however there is not 100% coaptation. Moderate central leak seen. The second valve appears to be in good position; however, no images of deployment were provided. Impressions: poor image intensifier angle and poor coaxial alignment of the valve and delivery system led to deployment of the valve in the lvot. This valve position likely led to the incomplete coaptation of the leaflets visualized on echo, and the resulting central regurgitation. Per the instructions for use, device malposition requiring intervention, restricted or non-functioning leaflet, valve regurgitation and permanent or transient neurological events including stroke are known potential adverse events associated with the tavr procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Over-inflation of the delivery balloon and post dilation of the implanted valve has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. According to literature review, and as documented in a clinical technical summary, written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, per the imaging review, the poor image intensifier angle and poor coaxial alignment of the valve and delivery system led to deployment of the valve in the lvot. This valve position likely led to the incomplete coaptation of the leaflets visualized on echo, and the resulting central regurgitation. The cva can be attributed to both procedure and patient factors (balloon inflation in a calcified aortic annulus). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.